Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was unable to be duplicated. Service required codes were found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. A life related smell was also found and the outlet flow path was replaced to address the issue. Periodic maintenance was performed. The blower and inlet path foam were replaced for maintenance.